Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion and was returned for analysis. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.